Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported the roller pump would jam when attempting to set the occlusion mechanism. An alternate device was employed for the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt as a result of this event.

Manufacturer narrative:
Eval in progress, but not concluded.